Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "*customer maintains their own ventilators* customer reports " vent was being prepped for use by users when it went into ambient state and threw up lots of technical fault and event codes, then issued a high-pitched loud alarm. I've attached the picture they provided at the time. I can't seem to find these events in the logs, but I have noticed that at the time of the alarm, the log shows "tn 556951" and "panel connection lost"." Health impact: (2) no patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "*customer maintains their own ventilators* customer reports " vent was being prepped for use by users when it went into ambient state and threw up lots of technical fault and event codes, then issued a high-pitched loud alarm. I've attached the picture they provided at the time. I can't seem to find these events in the logs, but I have noticed that at the time of the alarm, the log shows "tn 556951" and "panel connection lost"." Health impact: (2) no patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: conclusion: hamilton medical ag received a complaint stating that a device entered ambient mode and displayed multiple technical faults during preparation for use. A loud, high-pitched alarm was reported, and a photo of the device screen was provided. However, the customer was unable to retrieve these specific technical events from the logfiles and requested further investigation. Findings from the investigation: the logfile analysis showed a brief loss and reconnection of the panel connection; no corresponding technical faults as seen in the customer's photo could be identified. The battery's state of health was noted as low, but the device remained connected to ac power and did not restart. It could not be confirmed whether the photo provided actually belonged to the reported device (serial number (B)(6). The customer did not respond to multiple follow-up inquiries and did not confirm whether any parts were replaced. No rga (return goods authorization) is available for this case. Conclusion: the reported issue could not be reproduced or verified based on the available data. The root cause and any corrective action remain undetermined due to lack of confirmation and customer feedback. No harm was reported and the panel connection lost did not occur during ventilation.